Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 1.1, lab: 1.8. Pt was sent to the lab within minutes of obtaining low inr result.